Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) concomitant medical products: other: guide liner guide catheter extension. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the posterior descending artery. A 2.25x12mm xience alpine rx stent delivery system (sds) was advanced toward the target lesion but failed to cross due to the patient anatomy. The device was removed and resistance was noted with the patient anatomy. Because the target lesion diameter was so small, the lesion was treated with angioplasty only. The procedure was successfully completed after a 2.5mm xience alpine stent and a 3.0mm xience alpine stent were implanted in the distal and proximal right coronary artery. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.